Event description:
It was reported that a thrombosis was noted. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The versacross rf wire was advanced into the superior vena cava (svc), followed by the watchman double curved sheath, a thrombus was seen on the ultrasound. Heparin was given after tsp, the full dose was administered immediately after the thrombus was confirmed. It occurred after femoral puncture and before heparin was administered. The versacross wire was removed from patient body, a blood clot was found adhering to the tip of the wire. Heparin was administered and after waiting for a while, the same wire was used again after removing the thrombus, and the watchman device placement was performed. No further complications occurred. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.